Manufacturer narrative:
Additional information received noted that a lead fracture was confirmed. A repositioning procedure will take place.

Event description:
Boston scientific received information that at the follow up out of range pacing impedances were noted on the left ventricular (lv) lead. The device was reprogrammed in a tip to coil configuration as a suspected fracture of the ring was suspected. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Subsequently this lead was explanted and replaced and will not be returned for analysis.